Event description:
A talent stent graft system was implanted in a pt for the endovascular treatment of ruptured abdominal aortic aneurysm. It was reported that the pt was hypotensive from significant blood loss due to the ruptured aneurysm by the time he reached the operating room. The physician elected to attempt endovascular treatment of the ruptured aneurysm. The endovascular procedure was successfully performed; however, the following morning the pt expired due to hypotension. The physician commented the outcome would have been the same had open surgical repair been performed.

Manufacturer narrative:
Eval results - pre-operative ruptured aneurysm. Death. Conclusion - pre-operative ruptured aneurysm.